Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site medibo n.v (under registration #3004468271). As of 2011, that number was deactivated due to the site no longer shipping product to the USA and until 2014 complaints related to these products were handled by arjohuntleigh, a branch of arjo limited med ab and any medwatch reports were submitted under registration #1000381138. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694.

Event description:
On (B)(6) 2016 arjohuntleigh has become aware that a resident (female) fell over during usage of encore active floor lift. As a result of the fall she has sustained a bone fracture.

Manufacturer narrative:
An investigation was performed based on the gathered complaint information. Arjohuntleigh has become aware of the customer complaint alleging that at the time of lifting the resident, using the encore standing hoist, the resident was reported to became weak and unable to keep her body weight balance. The resident despite being advised to keep the still position, overbalanced and as a consequence bent the left leg. As an outcome fracture of an ankle was reported. When reviewing similar reportable events for encore and similar devices, we have found a low number of cases related to the failure: patient not suited for use with the device - note that this was the only relevant issue found according to the investigation findings. The occurrence rate of reportable complaints with this fault description is relatively low. Please note that the encore is an active resident lift. This means that the patient is intended to have an active participation in the transfer process - from raising the patient to the standing position to the transfer with the lift. In other words, the intended user group as indicated in the device labelling, is mentally and physically capable of at least partial standing capability and stability. After the event, the device was put through a function test and no deviation was observed - the device was in full working order. According to that, this event does not appear to have been caused by lift or sling malfunction. All collected facts bring us to the conclusion that the patient was not properly assessed before transfer. As per information collected, the resident was unable to maintain the body weight balance and her behavior was assessed as uncooperative. In light of these information we concluded that the involved staff may not have been aware the requirement of the professional assessment of the patient before transfer as indicated in the instruction for use (IFU), which in turn makes it unlikely the professional judgment of the patient was taken into account before use. Our assumption is that the facility staff does not understand the importance of the patient assessment which should be carried out by a qualified nurse or therapist before lifting process. In the labelling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labelling. In summary, the device was being used at the time of the event and played a role in the reported incident. There was no device deficiency found and from that perspective the system was up to specification at the time of the incident. When the IFU would have been followed and the professional assessment of the patient before transfer would be provided before transfer, the event would have been avoided. We find this complaint to be reportable to the competent authorities.

Event description:
Arjohuntleigh has become aware of the customer complaint alleging that at the time of lifting the resident, using the encore standing hoist, the resident was reported to became weak and unable to keep her body weight balance. The resident despite being advised to keep the still position, overbalanced and as a consequence bent the left leg. As an outcome fracture of an ankle was reported.